Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg 500s mg/dl) and a bolus was delivered to address bg. Customer suspected elevated bg was due to cancer treatment and due to not delivering a bolus as level of bg was not known at the time. Recommendation was made for the customer to discuss the event with a healthcare provider.